Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). Three weeks after beginning treatment, cefazolin and gentamycin were stopped. On that same day, the patient started treatment with vancomycin (1gm, per day, and ip) and amikacin (300mg, per day, and ip) for peritonitis. Two weeks later, treatment with vancomycin and amikacin was stopped. On the same day, the catheter was withdrawn.

Event description:
This is a report of peritoniitis in a patient (born in 1959) coincident with dianeal therapy for continuous ambulatory peritoneal dialysis (capd). Dianeal therapy was ongoing. The patient experienced peritonitis manifested by cloudy effluent. The following day, the patient was hospitalized for peritonitis. On the same day as hospitalization the patient began treatment with cefazoline (2gm, daily, ip) and gentamycin (80mg, daily, ip) for peritonitis. The cause of peritonitis was not reported. The patient was recovering from this peritonitis event.